Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device mh2691, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a hysteromyoma procedure on (B)(6) 2019 and suture was used. The needle broke during use. The broken needle was found. Changed another one to complete surgery. No additional information could be provided. There was no adverse consequence to the patient reported.